Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician used a hawkone m with a non-medtronic 6fr sheath and a non-medtronic 0.014" guidewire for treatment of a plaque, non-tortuous, non-calcified lesion in the patients mid left superficial femoral artery (sfa). The device was prepped without issue. The vessel was not pre-dilated. The IFU was not followed as the device was used intra-stent. It was reported that resistance was experienced during advancement of the device resulting in cutter damage. No stent interaction occurred. The cutter did not return to the housing when the device was being removed normally from the patient. Post procedure angioplasty was performed. No pieces were missing from the cutter. It was reported that no patient injury occurred.

Manufacturer narrative:
Evaluation summary: the hawkone was received for evaluation connected to a cutter driver. No other ancillary devices were included. The hawkone was inspected. The cutter blade was visible within the cutter window, however the cutter head was located within the proximal end of the distal assembly housing. Traces of biological debris was observed within the cutter window. No damages or anomalies were observed upon the initial inspection. The cutter driver was powered on and the thumb switch was retracted. The cutter assembly retracted back into the cutter window as intended. No damages were noted to the cutter head. The thumb switch was pushed forward and resistance was encountered. The cutter could not advance past approximately 0.3cm distal to the cutter window. Under microscope the laser drilled coils of the housing were inspected. Uneven spacing between the coils and the reflective lines from the microscope lighting were not parallel. This indicates bending of the hawkone housing at the location at which the cutter could not advance past. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.